Event description:
Suprapubic catheter was placed in bladder in 2006, following a & p repair. Urine leaking from around catheter prior to discharge. Over course of next 3 months, pt complained of pelvic pain. Suprapubic catheter had been removed. Pt went to an urologist who found foreign body in bladder. Cystoscopy done four months later, to remove disposable catheter sleeve from suprapubic catheter from pt's bladder.